Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the bottom trigger became loose, because the flange came out was confirmed. An assessment was performed and it was determined that the small battery drive device flanges had some corrosion on them, the unit's electronic control unit (ecu) has some corrosion signs and debris on it, the motor also had some corrosion signs and debris on it, and other components were corroded and had some debris on them. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number extension: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the lower finger trigger of the small battery drive device was spinning. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported . All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.